Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose with ketones on (B)(6) 2018 with blood glucose of 486 to 522 mg/dl at the time of the incident. The customer was given fluids and insulin via a hospital pump to treat. The customer experienced symptoms such as vomiting, dry mouth, and feeling weak. The customer was wearing the insulin pump during the incident. The customer stated they went high due to a non functioning pump. Troubleshooting was not completed. The insulin pump will not be returned for analysis.